Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of physician who performed surgical intervention and the facility in which the surgical intervention was performed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090505.

Event description:
It was reported the patients experienced uncomfortable stimulation in the wrong location then what implanted for. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.